Event description:
It was reported that a wire was called for by surgeon for pelvic case; bent wire prior to inserting. The wire was sent in and as a cannulated drill went over it for pre drilling, wire broke. About 50-70mm of wire was unable to be removed from patient.

Manufacturer narrative:
The part was not returned for evaluation. DHR records could not be evaluated. The eef indicated there were no adverse events to the patient. A risk evaluation was conducted (above) and it was found that the observed risk level (low) is within the expected risk level (low). The rep was contacted for additional information and confirmed that the surgeon bent the relevant k-wire before the case. This action may have influenced the noted complaint. Since the observed risk is within the expected risk level, no further actions will be taken at this time. No further evaluation was possible. This evaluation will be reopened if more information becomes available. Based on the evaluation and available information, no cause can be established. The following sections were updated for this supplemental report. B4, g6, h2, h6, h10.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a wire was called for by surgeon for pelvic case; bent wire prior to inserting. The wire was sent in and as a cannulated drill went over it for pre drilling, wire broke. About 50-70mm of wire was unable to be removed from patient.